Event description:
It was reported that the patient¿s caregiver observed the ilet not dosing during periods when glucose was low and trending down, treated the lows with gummy bears, and subsequently observed hyperglycemia to 338 mg/dl while the caregiver planned to monitor for automated correction, with no alerts or alarms and no device component implicated. Symptoms included episodes of hypoglycemia followed by hyperglycemia. Outcomes included classification as a serious injury or illness and an unexpected medical intervention requiring medication. Investigation included communication with the caregiver and analysis of information provided by the user. Investigation of this case revealed no device problem, with a usage problem identified consistent with improper or incorrect treatment of hypoglycemia and no applicable device component involvement. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error.